Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the event resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that no other actions have been taken.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc lot#: 0213002128, implanted: (B)(6) 2018, explanted: still implanted, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 2019-02-02, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative and clinical study regarding a patient receiving intrathecal compounded baclofen 500 mg/ml at 47,96 mcg/day via an implantable pump. The indication for use was not reported. It was reported the pump was ¿not working good or at all¿ and the patient did not notice any effects. Despite an increase, no reduction in spasticity was visible. It was indicated that the event resulted in unscheduled clinic/office visit and in-patient hospitalization. ¿patient compliance¿ was reported with regards to environmental, external or patient factors that might have led or contributed to the event. Diagnostics/troubleshooting included reading the pump with the tablet to review for any issues. An x-ray was performed on (B)(6) 2019 with no reason for the event found. In addition, a catheter access port (cap) contrast study and MRI without contrast were also performed on (B)(6) 2019 a bolus in the pump was done but again, all done with no reason for the event found. The device diagnosis was unknown. On (B)(6) 2019, baclofen was taken out of the pump and replaced with ¿water (nacl)¿, and the pump was set to ¿minimal speed¿. The issue was not resolved and the outcome was ongoing. However, the patient's status was alive - no injury. It was unknown if surgical intervention occurred. The etiology of the event was indicated to be possibly related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device diagnosis of the event was that the patient didn't react on baclofen. The diagnostic of a bolus in the pump was done but without a patient reaction.